Event description:
It is reported that a customer's insulin pump has been delivering inaccurate amount of insulin to their body. The patient's blood glucose level was unknown at the time of the call. The customer stated that they have been having issues with high blood glucose for three years. The customer changed their reservoir already due to some air bubble issue. The customer was informed that their pump could be replaced. The customer declined trouble shooting the issue but accepted to receive a replacement pump. The customer was sent a replacement pump to help resolve the issue. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.